Manufacturer narrative:
Other: infection and fever h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient post-operative fever and CT/MRI was taken for the suspicion of infection. The patient was diagnosed with iliopsoas muscle abscess between l4 and l5, and foreign substance removal was performed. The patient had a fever due to the operative infection with the diagnosis of iliopsoas muscle abscess between l4 and l5. The procedure of removal was a revision surgery.